Manufacturer narrative:
A2. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, concentric with >45 degrees significant bend target lesion was located in the mildly calcified right coronary artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, the stent strut got damaged while tracking down the lesion. The procedure was canceled. No patient complications were reported. It was further reported that the procedure was not canceled and was completed with another of same device. The patient was stable post procedure.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 28 x 2.75 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be misaligned. The undamaged stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, concentric with >45 degrees significant bend target lesion was located in the mildly calcified right coronary artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, the stent strut got damaged while tracking down the lesion. The procedure was canceled. No patient complications were reported. It was further reported that the procedure was not canceled and was completed with another of same device. The patient was stable post procedure.

Manufacturer narrative:
Age at time of event: (B)(6) years or above.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed, concentric with >45 degrees significant bend target lesion was located in the mildly calcified right coronary artery. A 28 x 2.75 promus elite drug-eluting stent was advanced for treatment. However, the stent strut got damaged while tracking down the lesion. The procedure was cancelled. No patient complications were reported.